Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was exposed to moisture; the customer went swimming while wearing the device and the middle of the screen displayed a blank flashing line. The patient's blood glucose at the time of incident is unknown; the customer's sensor glucose was 137 mg/dl. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump may be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics also, moisture damage was found on the motor. Unable to perform the operating currents measurement, displacement test, self-test, a21 error test, occlusion, prime and no delivery test due to blank display anomaly. No flashing line noted. The insulin pump had cracked case at the display window corners, minor scratched and cracked display window.